Manufacturer narrative:
Correction: g3 and h10. A voluntary medwatch form was received, report #mw5081236 . Product event summary: the controllers and controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the controller ac adapters passed functional testing and visual inspection; both adapters were able to provide a steady voltage. Supplemental testing performed on the adapter (B)(4) which the customer alleged caused the reported event did not reveal a component or manufacturing defect that could have caused an intermittent failure. Failure analysis of the returned controllers revealed that the units passed visual examination. Functional testing revealed that controller (B)(4) was not recognizing a power source on power port one (1) and (B)(4) was not recognizing a power source on power port two (2). Both controllers were still able to recognize and accept power from the alternative power port. Supplemental testing was performed and revealed that a transient voltage suppression (tvs) diode on the affected powerline of both controllers were shorted. A tvs diode is designed to protect sensitive components from sudden voltage spikes. As a result, the reported inability of both controllers to recognize a power source was confirmed. The reported event involving the controller ac adapters damaging the controllers could not be confirmed. The most likely root cause of the event can be attributed to a voltage spike on the affected power port, causing a tvs diode to short. An internal investigation investigated shorted diodes on the power port powerline of the controller due to a failure of the controller ac adapter to regulate power. Additional products: controller / (B)(4). D10: yes, return date: 2018-11-02 h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 122 h6: FDA conclusion code(s): 4307 controller ac adapter/ (B)(4). D10: yes, return date: 2018-11-02 h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 controller ac adapter / (B)(4). D10: yes, return date: 2018-11-02 h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿controller 2.0 : controller / (B)(4) / model #: 1420 / expiration date: 12/31/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 12/05/2017, labeled single use: no. Brand name: heartware ventricular assist system ¿controller ac adapter : controller ac adapter/ (B)(4) / model #: 1425us/ expiration date: unknown, UDI #: asku, device available for evaluation: no, device manufacture date: unknown, labeled single use: no. Brand name: heartware ventricular assist system ¿controller ac adapter : controller ac adapter / (B)(4) / model #: 1430us/ expiration date: unknown, UDI #: asku, device available for evaluation: no, device manufacture date: unknown, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power port two on both controllers was not registering power source and was having poor mechanical connection. It was also reported that controller ac adapter was frying the power port. The controllers and controller ac adapters were exchanged. No patient complications have been reported as a result of this event.